Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they are experiencing tmj. They were examined by their dentist who instructed them to stop treatment and they are now seeing a specialist for tmj. They did not have this issue prior to treatment.